Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device) when the right breast prosthesis deflated after implantation. The patient visibly noticed that the right breast prosthesis had deflated. In addition, the patient developed capsular contracture (baker grade I) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.